Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible diaphragmatic stimulation one day post-implant. It was noted that there was palpable pulsating observed in diaphragm area just below rib cage. Follow-up confirmed the patient experienced diaphragmatic stimulation. The lv lead was reprogrammed twice and remains in use. No further patient complications have been reported as a result of this event.